Manufacturer narrative:
Describe event or problem: additional information. No product was returned for evaluation. A correlation between the device and the reported hemolysis could not be conclusively determined. The patient remains on vad support and no further related events have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: upon re-admission to the hospital on (B)(6) 2017, the patient was started on a heparin infusion. The patient¿s lactate dehydrogenase (ldh) fluctuated between the high 500¿s u/l to mid 600¿s u/l. The patient was discharged on (B)(6) 2017 with an ldh of 570 u/l. It was reported that the system was producing some power spikes and it was decided that the patient would be sent home until stable for elective pump exchange. However, once discharged, the patient¿s ldh continued to drop. On (B)(6) 2017 it was 411 u/l and on (B)(6) 2017 it was 354 u/l. The patient was upgraded to 1a status on the transplant list. The patient was being seen weekly to have labs monitored. A pump exchange would be performed if necessary if the patient was to be re-admitted for hemolysis. As of (B)(6) 2017, the patient continues to have an ldh value of just below 500 u/l with no further admissions. The patient is still transplant status 1a in hopes that they are transplanted prior to needing a device exchange.

Manufacturer narrative:
The reported previous hospitalization due to hemolysis and embolic stroke was captured under MFR report number 2916596-2017-01537 and the subarachnoid hemorrhage on MFR report number 2916596-2017-01769. (B)(4). Approximate age of device - 1 year and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was recently hospitalized due to hemolysis, embolic stroke and subarachnoid hemorrhage. The patient was discharged on (B)(6) 2017 and with a lactate dehydrogenase (ldh) of 523 u/l. The patient had a routine follow-up clinic visit on (B)(6) 2017. It was found that the ldh was 629 u/l, and a rise in aspartate transaminase and alanine transaminase levels. The patient was readmitted for treatment of hemolysis. There were no abnormal pump parameters reported.